Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien.  A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
Evaluation summary: the closurefast catheter was received for evaluation without any ancillary devices or sonogram images from the procedure. The catheter was returned in its transportation tray with lid and packed within its shelf carton. The catheter was examined: five kinks were noted and a bend in the coil portion of the catheter was noted. Two of the kinks were noted to be in areas near standoffs in the transportation tray. The connector was examined: pins are straight. The catheter did pass continuity and resistance functional testing: e+ to e- 89.1ohms (80ohms to 113ohms). Continuity and resistance functional passing testing results: tc+ to tc- 159.2ohms (less than or equal to 250ohms), resistor 1 value 13.75kohms (13.43kohms to 13.97kohms), and resistor 2 value 8.08kohms (7.90kohms to 8.22kohms). The catheter passed functional testing: proper device recognized by rfg2 when plugged in, low temperature advisory displayed when activated, when activated cycle starts without advisory message, temperature rises to 120c, and device completes cycle without advisory messages. The catheter passed functional testing using a wet towel tightly wrapped around the coil. A towel heated in saline and wrapped around the coil generated the advisory message of: treatment halted: non-uniform temperature. Adjust compression along heating element. Eight seconds within target temperature range. Pressure was applied to the heated saline soaked towel wrapped around the coil and the catheter passed functional testing.

Event description:
The customer states that the catheter was plugged into the rf generator and inserted into the patient that was treated with tumecent anesthesia. The catheter did not show a significianct temperature change on second segment. Compression was adjusted and again the temperature of 120 celicious was not met. Visual damage was seen on the catheter when physician pulled it out to inspect it. The procedure aborted because patient had the max dosage of lidocane and additional tumescent anesthesia was needed to compress the vein wall to the catheter.

Manufacturer narrative:
A review of the manufacturing records for this device did not reveal any discrepancies relevant to the reported event. If additional information should become available a supplemental report will be submitted.